Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise that resulted in pacing inhibition as had occurred in a previous crt-d device. The caller was questioning if this crt-d device was manufactured with the newest sealplug design.